Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventrial ports. Additionally, the hanger clip and the cover on the bottom were broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the battery drawer and hanger were broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.